Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during the interrogation, this pacemaker device was found to be operating in safety mode. The patient was not dependent on this pacemaker system. The plan was to have this device replaced. No adverse patient effects were reported.